Event description:
It was reported that a revision surgery was performed for unspecified reasons.

Manufacturer narrative:
Additional information: e1it was reported that a revision surgery was performed for unspecified reasons. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. With no reported failure and no product information provided, our investigation of this report is inconclusive and root cause could not be determined. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.